Event description:
(B)(4) reported that smoke was detected coming from a package they were preparing for delivery from one of their trucks. There was no power being supplied to the unit and the battery was not installed in the unit at the time of the alleged incident. This unit was not in use at the time of the alleged incident and the battery associated with the product with the alleged issue was accidentally discarded by (B)(4) after being explicitly told to send it to respironics for evaluation. The compressor showed no sign of damage, but did have an odor. The units contained in the same case carton as the suspect unit were returned and evaluated with no issues found.

Manufacturer narrative:
Battery was discarded in error by (B)(4). (B)(4) testing on file for this model product. No history of similar incidents. Respironics will continue to monitor for this issue.